Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022 the patient's infusion set's tubing had detached/broken at site connector. At the time of the event, her blood glucose level was between 157 mg/dl - 215 mg/dl. The infusion set had been used for a day. Moreover, they replaced the infusion set and resumed insulin successfully. No further information available.